Event description:
It was reported that the ventilator's mains power cord started smoking and melting while ventilating on a patient. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's mains power cord started smoking and melting while ventilating on a patient. The damaged power cord was not returned for investigation. Received pictures shows a clearly burned wall outlet and damaged power cord plug. A malfunctioning power cord should, aside from being a general fire/electrical hazard, not affect ventilation if backup battery modules are installed and charged. A plausible explanation is a loose contact between the wall outlet and the cord plug. As the cord was not returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).